Event description:
The reporter states that he received a "e-11" on the accu-chek compact plus meter when he attempted to test. No reported actions with results. No adverse event reported. New system sent and return requested.